Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the pump was under delivering insulin. Customer¿s blood glucose value was over 600mg/dl. Customer treated this with syringes. As a result of high blood glucose, inside of the mouth of the customer was dry and was feeling thirsty. Customer reported they have contacted their hcp regarding the high blood glucose level. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. Insulin pump will not be returned for analysis.